Event description:
Customer reported issues with the insulin pump. Customer states that his blood glucose is 571 mg/dl. Customer was advised to disconnect from the insulin pump and then to rewind it after wards. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.